Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a semi-open right hemicolectomy, the firing knob was broken off at the first firing of functional end to end anastomosis. The device was used on the colon. The staple height was blue. Then, the broken firing knob was returned to home position with a forceps and the device was released from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.